Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's heartmate 3 was turned off on the morning of (B)(6) 2020 due to the family's request. The patient expired after device was turned off. The patient's cause of death was listed as hemorrhagic shock. The pump will not be explanted. An autopsy will not be performed. The heartmate 3 operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing this event.